Event description:
A report was received that the patient was experiencing discomfort and warmth at the ipg site. It was determined that the site was infected. The infection was believed to be procedure related, and not device related. The patient was admitted in the hospital and started on antibiotics. The physician tried to perform incision and drainage procedure and clean the ipg site, but nothing was improved. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8352-70, serial/lot #: (B)(4), description: coveredge x 32, 70 cm 4x8 surgical lead. Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.